Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unk. Event description: "diathermy nib on scissor handle was loose and rotating around & no diathermy was successfully delivered to the blades." Type of intervention: unk. Patient status: no patient injury or illness occurred as a result of this event.